Event description:
The catheter was hooked up to a high pressure tubing to the power injector. The psi was 500 per usual. During injection the balloon ruptured. No harm was done. This is the third catheter that has ruptured in the same spot recently.